Event description:
The customer reported that she was hospitalized on (B)(6) and stayed there through (B)(6). She was admitted to the hospital with a blood glucose in the 600s (mg/dl). She was diagnosed with dka (diabetic ketoacidosis) and was treated with manual injections. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.